Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events. An analysis of the raw data associated with this pt sample indicated the presence of small lymphocytes in the debris region of the white blood cell (wbc) histogram that were mis-identified by the instrument as nucleated red blood cells (nrbc). The software algorithm of the lh750 analyzer automatically corrects the wbc count for nrbcs, thus reporting out a "corrected" wbc result. On (B)(6) 2009, a field service engineer visited the site to evaluate the instrument (lh750 a). He replaced the wbc apertures, modules and bath. He also calibrated apertures and performed flow rate balance, and lyse and diluent timing before rerunning problem sample to verify repair. Results were acceptable and instrument confirmed to meet published specs.

Event description:
The customer reported that on (B)(6) 2009 the lh750 hematology analyzer (designated lh750 a) generated erroneously low corrected white blood cell (wbc) counts on one pt sample. The instrument generated messages indicating cellular interference and results flag. Both an uncorrected wbc count and a corrected wbc count were generated by the instrument. The sample was reprocessed with similar test results. When the same pt sample was processed on an alternate lh750 analyzer (designated lh750 b), only an uncorrected wbc count (68.5 x 10^3 cells/ ul, atypical high range) report was generated. There were no other instrument generated messages with this sample. The customer performed a manual wbc estimate and considers the uncorrected wbc count to be correct. No erroneous results were reported outside the laboratory. There were no reported changes to pt treatment as a result of this incident.